Event description:
It was reported that the patient was not happy with his penile implant. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.